Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The patient called alleging that the meter did not power on. She contacted a medical professional for advice and did not receive any treatment. The batteries were replaced less than a year ago and were correctly installed. Customer service was unable to resolve the issue and sent the patient a replacement meter.